Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having a replacement on (B)(6) due to normal battery depletion. It was stated that they can tell the battery is low and that it started running low on (B)(6) with the battery "going fast" because they have a stubborn tremor. The patient also noted that their settings changed once because they had a stroke. As a result their face pulled and they couldn't talk. The issue occurred "some time" ago on an unknown date. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.